Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nc trek dilatation catheter was prepared for use per instructions for use and no issues were noted. The device was advanced to the target lesion and inflated using an unspecified inflation device; however, the device would only inflate to 2 atmospheres (atm). The inflation device was switched to another; however, the nc trek would not inflate more than 2 atm. The nc trek was deflated and removed from the anatomy without difficulty. A second nc trek was then used with the same inflation device and was able to inflate without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was not confirmed. During returned device testing, the balloon was inflated 3 times to 18 atmospheres and held pressure each time for 5 seconds. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.